Manufacturer narrative:
(B)(4). (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what was the initial procedure? * could you please confirm if the issue (pull off) occurred before the procedure or during the procedure? * if it occurred before the procedure could you please clarify if the suture was found separate from needle in the package? * what is the lot number? * could you please confirm device's availability? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture was cut in union with the needle. There were no adverse patient consequences reported.